Event description:
It was reported that the device was difficult to recapture and damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient however the physician noted that it appeared abnormal during the expansion process. The closure device was recaptured, but it was extremely difficult when recaptured to the anchor position. After the complete recapture was successful, the device was carefully examined outside the patient, and it was found that the marker band was deformed. The procedure was then completed with a new wds. There were no patient complications or consequences as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a 30mm watchman delivery system (wds) with implant partially deployed was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed numerous kinks in the sheath. Microscopic examination revealed tip damage as the tri-cuts were flared, and abrasions were within the sheath tip. The implant had anchor damage. Product analysis could not confirm the reported events of difficult to recapture and failure to expand, as the implant was received fully expanded, and clinical circumstances could not be replicated. Product analysis confirmed the reported tip damage, as the tip was damaged. There was no other damage or defect found. The tip and anchor damage observed is consistent with deploying and recapturing the implant. The observed damage was attributed to procedural factors as the most likely cause of the damage.

Event description:
It was reported that the device was difficult to recapture and damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient however the physician noted that it appeared abnormal during the expansion process. The closure device was recaptured, but it was extremely difficult when recaptured to the anchor position. After the complete recapture was successful, the device was carefully examined outside the patient, and it was found that the marker band was deformed. The procedure was then completed with a new wds. There were no patient complications or consequences as a result of this event.